Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough; guide cath: launcher 6f jl4.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with 75% stenosis and heavy calcification in the proximal left anterior descending artery. A 2.75x12mm xience xpedition rx stent delivery system (sds) was advanced to the target lesion via direct stenting and the sds failed to cross the lesion due to patient anatomy. There was no interaction of devices. During removal, the sds met resistance with the patient anatomy and the stent struts were noted to be flared. Reportedly, there were no other device or procedure issues. Additional dilatation was performed using a 2.0x10 mm non-abbott balloon catheter and a 2.5x12 mm xience xpedition stent was implanted to complete the procedure without any issue. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.